Event description:
Patient had a port malfunction. Port placed approximately 3 years ago. Port was in the right upper and lateral part of the patient's chest. A small hole was seen in the back of the plastic port. Port removed and a new port was placed. Patient tolerated the procedure well. Port replacement was successful. Port was replaced with a low-profile power injectable single lumen port. Defective port is a bard port.